Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated the skin at the sensor insertion area was red and inflamed. The patient was evaluated in an outpatient facility on (B)(6) 2020 and prescribed antibiotics. No other details were documented. No additional patient or event information is available.